Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed. Note: the test strips in question were used up by the consumer, therefore, there isn't anything to be returned for evaluation.

Event description:
It was reported to nova biomedical that a customer received a result of 60 mg/dl on their blood glucose meter. The consumer immediately performed another two tests using the same meter and strips getting results of 174 mg/dl and 134 mg/dl. The difference in the readings was determined to be clinically significant. The test strips in question will not be returned for evaluation, because the consumer used them all.